Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the reservoir lip ring was chipped off. The customer¿s blood glucose level was 130 mg/dl. Troubleshooting was performed for damage. Customer noticed the reservoir did lock in place when inserted into insulin pump. Customer was advised to the insulin pump would need to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.